Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump may have been over delivering insulin. The customer stated that insulin was squirting out before they connected at the site. No harm requiring medical intervention was reported. Troubleshooting was completed but did not resolve the issue. The insulin pump reservoir will be returned for analysis.